Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert transmission indicated low atrial lead impedance. The measurements could not be reproduced in clinic, and the patient would continue to be monitored.